Event description:
During a craniotomy, the craniotome malfunctioned in that the duragard loosened, causing the neuro blade to move uncontrollably and tear the dura of the pt's brain about one inch in length. The physician did not suture the tear and stated that no harmful outcome is expected.